Event description:
It was reported that this lead was revised/repositioned due to failure to capture and high thresholds. The lead remains in service and no additional adverse patient effects were reported.